Event description:
Patient experienced a malfunction of the penile prothesis which had been implanted seven years ago. Per patient report, it quit working and the pump does not refill. Patient reported a little burning sensation after he pumped it up then it quit working. Provider examination showed the prosthesis well positioned, but had lost fluid and was non-functional. Patient underwent removal of the device with replacement a few weeks ago. The provider examined the explant and confirmed the implant had lost fluid with a possible crack found in the tube as it came out of the pump in the scrotum.